Event description:
It was reported that the ilet pump¿s screen was cracked, rendering the display inoperable and preventing the user from unlocking or accessing the device, with concern for impaired insulin delivery and meal announcements. Symptoms included no reported clinical effects. Outcomes included a transition to backup therapy, instructions to shut down the device to prevent further alerts, and arrangements for replacement logistics and data re-start. Investigation included troubleshooting and education, verification of shipping and return processes, and guidance to sync data to the mobile app prior to return. Investigation of this case revealed physical damage to the screen consistent with a cracked or delaminated display, resulting in loss of device usability and reliability of therapy functions. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to device component failure of the display.